Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not charged her ipg for approximately six months. An sjm representative met with the patient and was unable to establish communication between the ipg and external devices. Surgical intervention took place on (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.